Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Beginning (B)(6) 2014, the average atrial impedance was 11263 ohms or higher, and the minimum atrial impedance ranged from 700-14513 ohms. Analysis of the device memory also indicated atrial oversensing. Since (B)(6) 2015 open circuit pace count was 6274478, successful pace count was 1682, and non-physiological sense count was 87. Concomitant medical products: vedr01 ipg, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead triggered a lead warning and exhibited high impedance and high rate episodes with some intervals appearing to be due to noise. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.